Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 3006705815-2017-01265. It was reported the patient underwent a trial procedure on (B)(6) 2017 and the patient experienced an overwhelming sensation of overstimulation. Lead diagnostics revealed no anomalies. The trial was abandoned as the patient declined to proceed with the trial. The leads were explanted.